Event description:
Pt was placed on transport vent using the bipap settings. During transport, the product read, "safety value circuit failure." The alarms were reset and the alarm did not happen again while it was on the pt.